Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr, (B)(6) private hospital (B)(6) 2018. Patient underwent primary tkr on (B)(6) 2011. Patient has been doing well until approximately 9 months ago where the knee has become both progressively painful as well as progressively stiff. Patient was achieving approximately 45 degrees of flexion 6 months ago and at time of surgery was only achieving approximately 30 degrees flexion. On opening the knee, both the tibial and femoral implants appeared well fixed. Scar tissue was present in the inter condylar notch. The knee was removed and a pfc tc3 implanted. Patient was achieving approximately 110 degrees on the table. Doi: (B)(6) 2011; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.